Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02308. It was reported the patient felt a shock down their leg and autoreducing. Diagnostics showed high impedances. Surgical intervention may be pending.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (a) found some kinks on the outer tubing and some the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (a) found some kinks on the outer tubing and some the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was confirmed post op.